Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection did not reveal any damage to the cables. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. Asa result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. Blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.

Event description:
It was reported that the after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was clarified that the cable had broken, not the conductor wire. No arcing was observed during the procedure. There was no patient injury.